Manufacturer narrative:
Dentsply sirona became aware of a malfunction due to an off-label use. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported tool malfunction; implant driver l long ist stuck in the ratchet insert which is intended for use with prosthetic tools only. Dentsply sirona is not the legal manufacturer of the ratchet insert.